Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. The initial flushing of the marker lumen with saline prior to use was successful. Reportedly, during use there was no obvious flow from the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, a proglide device was used to achieve hemostasis on the right common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.